Event description:
Report received of a change in programming modes, resulting in an over-delivery of tpn in the homecare setting. The pump was programmed in the tpn mode with an unspecified taper up and taper down. The customer reported that "somehow, the pump programming was changed to a primary ml/hr program with a much higher infusion rate than ordered". No specific infusion rates could be recalled. There was insulin in the tpn, and the patient's blood sugar level reportedly dropped to 70mg/dl. The patient's baseline blood sugar was not known. The patient was given a glass of orange juice followed by an additional glass of orange juice with sugar added. The blood sugar remained low, so the patient was sent to the local emergency department. While in the emergency department, the patient was observed, but no interventions were required. When the patient's blood sugar level was above 100mg/dl, the patient was sent home. It was not known how long the patient stayed in the emergency room.